Manufacturer narrative:
The investigation into the high purge pressure issue has been completed since the original report was submitted. The device was not returned for investigation. According to clinical data provided, there was a gradual rise in purge pressure and the purge line blocked alarms were seen. There was also a motor current spike seen at the start on the rise corresponding to suction alarm. The root cause of the high purge pressure issue was most likely biomaterial. In accordance with updated procedures, section d6 has been revised from the initial submission.

Event description:
There is not enough information to associate use of device with outcome

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure which triggers the ¿purge pressure high¿ alarm message could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The user facility reported a 71-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that impella 5.5 had high purge pressure and purge system blocked alarms. Tpa infusing was done through purge with some improvement, overnight flows up at 2.1. The plan is to repeat tpa protocol until alarms resolve.